Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 105mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery error during testing. Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and scratched case.